Event description:
It was reported that "the shower bench front leg came off while her husband was getting off the bench. Stated that the opening to put the leg extension in is now bent and will not go back in."

Manufacturer narrative:
It was reported that "the shower bench front leg came off while her husband was getting off the bench. Stated that the opening to put the leg extension in is now bent and will not go back in." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.